Event description:
Healthcare worker experienced a chemical burn on the forearm with a blister of approx. 0.6 inches following the removal of an apparatus from teh sterrad 100s. There was no vaporizer plate in place. The burn lasted 3 days.